Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump had broken belt clip slot, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the buttons had a delay response. The customer reported that the insulin pump was exposed to water. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 212 mg/dl at the time of call. The customer stated that she treated the high blood glucose. The customer stated that the buttons were responding but were sluggish at the end of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.